Event description:
Had right shoulder slap lesion & bankart repairs with placement of intraarticular pain pump. Preop had no arthritis on x-rays. Postop x-rays & mris show advanced glenohumeral joint arthrosis with severe chondromalacia. Now diagnosed with post pain pump chondrolysis and right supraclavicular neuropathy. Dates of use: 2007. Diagnosis or reason for use: repair right shoulder bankart & slap lesion -postop pain. Event reappeared after reintroduction: no.